Event description:
Procedure type: low anterior resectio/ double stapling. According to the reporter: the purse-string suture was done on the oral side and the anal side was closed using ta. After that, the eea was inserted and firing was done. Doughnet ring was made, but no staple was deployed at all and the intestinal tract had a hole. The intestinal tract was excised additionally, and anastomosis was performed again using a new device. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).